Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic examination of the fiber tip identified the red octagon was misaligned with the output window, indicating glue failure due to use. The glass cap was fractured at the distal end. Functional forward firing test was performed and resulted in an output below the threshold for potential patient harm. Based on review of all information available and analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure for benign prostatic hyperplasia, forward firing occurred; due to this, the procedure was completed using a second fiber. There were no patient complications.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure for benign prostatic hyperplasia, forward firing occurred; due to this, the procedure was completed using a second fiber. There were no patient complications.